Event description:
During a laparoscopic hernia repair on an unknown date, the eas did not form staples properly and then jammed. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections and results: articulation: yes. Precock functional: yes. Rotation: yes. Staple count: 7. Swivel: yes. Functional tests and results: cycled the instrument: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was examined, was found to be functional, and was cycled, fired, and properly formed the remaining 7 staples without incident. No conclusion could be reached as to why the reported instrument "did not form staples properly and then jammed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may malform or reflect if fired into a hard object, such as bone.